Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.

Event description:
It was reported that approximately 5 weeks post-implant, the patient developed asymmetrical vaulting. Lens repositioning was scheduled. However, the lens was fibrosed to the capsular bag, and the surgeon explanted the lens optic by enlarging the incision and amputating the lens haptics. The haptics remain in the patient's eye. A capsular tension ring was placed and another crystalens was implanted, oriented 90 degrees away from the original crystalens that was amputated. The most current bcva is 20/20 with excellent prognosis. According to the surgeon, the most likely cause of reported asymmetrical vaulting was patient related factor (capsular contraction syndrome). This report pertains to the patient's right eye.